Event description:
Have been using alcon clear care plus for years. Buy the 2-pack. Called alcon to see why they don't supply a lens case for each bottle and was told only sam's club supplies two cases with their 2-pack. Your guidelines state "always use the special contact lens case that comes with each new bottle of solution". Can you explain how alcon is getting away with supplying only one lens case with their 2-pack? Is the one supplied in other markets (in 2 pk) a different type of lens case? I should note that when I couldn't find clear care, I did use equate from walmart. The box specifically states "dispose of your equate hydrogen peroxide lens case after 31 uses or 1 month of daily use." Since using a hydrogen peroxide system, I have always thrown my case away after a month. It was difficult to find clear care a while back and I now have six bottles of clear care and zero lens cases!! Obviously, those 2 pks weren't from sam's club! I believe the FDA needs to educate the public about this situation. I'm afraid alcon's practice is going to cause vision issues that could be avoided by two lens baskets or making better statements on their packaging about how many uses each case is good for. Too frustrating for consumers to keep track of which bottles go to which package they came in. A time frame of use such as 'discard lens case monthly' would be more ideal. The following is from an email I received from alcon after I called: "please be informed that we do not sell/supply the clear care lens cases separately, these products are regulated by the FDA as medical devices, therefore alcon cannot sell directly to our consumers. We apologize for any inconvenience this may cause. The lens case that comes with each purchase is meant to be used with that purchase only, and you are supposed to change the lens case when you start a new box/purchase of clear care plus. Twin packs in warehouse clubs containing two (2) 16 oz. Bottles of clear care solution may be supplied with two (2) fresh new lens cases as part of the club pack ¿ if you are a longer period user of clear care user, then, the 16oz. Twin pack might be ideal for you." Thanks & regards (B)(6) patient safety and reporting specialist (B)(6). In closing, I just want to understand this practice and question why you can't buy more lens cases somewhere when you have six bottles and no more lens cases. Thank you, (B)(6).